Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A patient had lost sufficient stimulation. Impedance measurements were noted as being "ok". X-rays revealed that the leads were still in the correct position. A lead revision/replacement was performed. Upon the lead revision, an instance was noted where it was found that the stylet could not be advanced into the lead. The patient's outcome was noted as "ok." Additional information has been requested, but was not available as of the date of this report.